Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer could not provide any additional information and could not troubleshoot further with tandem technical support. There was no reported impact to the customer's blood glucose level.